Event description:
Boston scientific received information that this atrial lead was successfully implanted. Post procedure, abnormal lead measurements were obtained. An x-ray revealed this lead was dislodged. A revision procedure was performed. This lead was successfully repositioned. Post procedure, normal measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead was successfully repositioned and remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.